Event description:
It was reported that the pt was taken to operating room, where 30mm difference noted between radial arterial pressure (ap) and fiberoptix sensor (fos) ap pressures using radial art line on laminar flow, pt fully heparinized, center lumen patent. Noted 'drift' of pressures radial at 70 systolic, fos reading 30 systolic. At 6 pm, perfusion recalibrated and all was fine. Fos waveform was crisp and clean. Calibrated fos, but fos would "drift down" as much as 50-60mm from radial. Pt now in cvicu and continues to have "drifting" of fos pressures despite recalibration of fos. At 0600, called by nursing staff as fos ap did not seem accurate. Staff did cardiac outputs using both fos and vital signs monitor and again noted significant discrepancies. Nursing discarded iab hemodynamic and treated pt based on hemodynamic from monitor. Svr noted at approx 600 with pt remaining on mega-inotropes. Md inserted a femoral a-line in the morning for add'l monitoring. Femoral systolic bp is 110mm, fos systolic bp is 30mm. Radial and femoral ap pressures are more accurate clinical picture of this pt. Signal being used by pump and all other pumping is accurate. Continual drifting as much as 50-70mm of fos pressure readings after calibration. Catheter to be retrieved from pt late morning, care was discontinued and pt did expire. Add'l info received on 1/27/2010 by the perfusionist stated pt did not pass away due to the iab or iabp. "The pt was extremely unstable going from cath lab to or for his coronary artery bypass graft surgery. Pt was on mega inotropes and did not do well postoperatively".

Manufacturer narrative:
(B) (4). Evaluation: an iab, driveline pump tubing w/40cc connector and 6" pressure tubing were returned for evaluation. Blood was noted on all exterior surfaces of iab and in tubing; bladder was unwrapped. Iab was bent at distal tip. An in-house guidewire passed thru the central lumen with ease. One-way valve was vacuum gauge tested and passed all tests. A vacuum was applied to iab and held for a minimum of 5 minutes. Fos connector was examined, centerpost was cleaned and seated properly in housing; both retaining tabs were intact. Blue slide housing was examined, there was no excess glue or flashing noted and no scrapes or gouges. Fos was connected into foms and passed light level test. Fos was connected to iabp and fos zeroed automatically; light bulb turned green. Fos status was checked and ok. Iab was pressure tested and read accurately. Iab was submerged in water and pressurized, no leaks were detected. When fos is not available, iab is still able to be used since an ap signal is available thru the central lumen. A transducer can be connected to the central lumen, as in all iabs, and ap and timing can be monitored from this location. The effect of not having an ap fos signal is that the enhanced wave inflation timing algorithm is not available in autopilot mode. The complaint was not confirmed, as the fos sensor and cal key passed all testing and functioned correctly. It is unlikely that the iab was a causal or contributing factor to the death of the pt. The reporting healthcare professional said, "the pt was extremely unstable going from cath lab to the or for his CABG. Was on mega inotropes and did not do well postoperatively." We are submitting this report because we have determined that on the info available, we cannot conclude with certainty that the device was not a contributing factor.